Event description:
It was reported by the patient that their cardiac resynchronization therapy defibrillator (crt-d) device was exhibiting audible tones. Specifically, the device was beeping every six hours. The cause was unknown at that time. Subsequently, the patient was in the clinic for a check and it was determined that the device tones were due to previous intermittent low out of range pace impedance measurements below 200 ohms on the right ventricular (rv) lead. The impedance was 356 ohms on the day of the clinic visit, which is low but within normal specification limits, and the threshold measurements were stable with no noise observed. Boston scientific technical services indicated that the device has been exhibiting tones since the last low out of range impedance measurement and will continue to beep until the device is checked with a programmer and the impedance alert message is cleared. It was noted that the patient will be monitored for now. The products remain in-service. No patient symptoms or adverse patient effects were reported.